Manufacturer narrative:
(B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott medical optics field service specialist (fss) reported that during a three (3) month preventative maintenance service on the intralase laser system, the intralase ups (uninterruptible power supply) made a pop sound and smoke came out briefly while carrying out service call. The fss reported that one of the tests is to see if the intralase ups will run for 5 minutes on battery power. About 4 ½ minutes into the test the intralase made a pop sound and a puff of smoke was briefly emitted out of both sides of the ups, it still continued to function; however, quickly switched off the ups and with it the intralase, no further smoke was emitted from the ups. Fss reported that after speaking with powervar the ups manufacturer, they stated that it was most likely a component failure in the ups and this was not uncommon for a ups that is nearly 9 years old, as electrical components do fail especially capacitors. They informed fss that all the components in the ups are flame retardant that there was no risk of fire. Fss removed the ups batteries (which were fine) for added safety and just fitted a replacement ups and the intralase was back up and running without any issues. The new ups was working as expected.

Manufacturer narrative:
(B)(6). The abbott medical optics field service specialist (fss) performed the 3 month standard scheduled preventive maintenance (pm) service on the intralase laser system, which included the following checks and calibrations; cleaned 45 degree and objective optics. Fss adjusted the horizontal overlap for spot and line at 8/8 by 15um to the setting of 423 as it was out of specification by 10um and then unit was then found to be in specification. Fss measured tp2 at 4.96 volts, adjusted to 4.91 volts on the surgical monitor as per service bulletin. System met all amo specifications. While testing the intalase ups as part of the pm an electronic component failed inside it and thus the ups had to be replaced and it came with new ups batteries. The new ups was tested and met all amo specifications. Fss also reported that the room that the intralase ups along with the other sites ups's and server are located is very warm, currently measured at 29 degrees c. According to the ups manufactures the ideal room conditions should be between 20 - 25 degrees c, anything above that will shorten the life of the ups and greatly reduce the ups battery life. All pertinent information available to abbott medical optics has been submitted.